Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side exchange from textured to smooth breast implants due to the patient¿s concern with the product and right side rupture. Device remains implanted.

Event description:
Physician further reported, "rupture with free silicone". Observed, during surgery. And "a grade IV, capsular contracture on the right side".

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening sharp assessed as unidentified (tear) opening (shell thickness was within specification). Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the shell. Red particles observed in the shell. Wear abrasion observed in the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side exchange from textured to smooth breast implants due to the patient¿s concern with the product and right side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
Device has been explanted.